Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A bacterial infection on the right ventricular (rv) lead was noted. The atrial lead, device, and rv lead were all explanted due to the infection. None of the products were replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-07912.